Event description:
It was reported when using the bd alaris¿ pump module administration sets, the device experienced leaks (applicable to all sets, components, and connections). The following information was provided by the initial reporter. The customer stated: tubing leaked at plastic piece no patient harm, they have the product to return for investigation. Reported issue: tubing leaked at plastic connector piece no patient harm. They have the product to return for investigation.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval? Yes. D.9. Returned to manufacturer on: 12/21/2021. H.6. Investigation: one sample was received for quality investigation. The customer complaint of leakage was verified by inspection. The submitted infusion set was visually examined for any component damage throughout the infusion line. There was no indication of damage on the entire set. The infusion set was then primed with normal saline and examined for any air-in-line, occlusions or leakage. There were no issues seen in the infusion set. The infusion set was then connected to a bag with blue dye and a simulated infusion was conducted at a rate of 200 ml/hr. There were no leakages seen on the bd infusion set, however, dye was seen slowly making its way past the thread of the distal male luer connector. The male luer connector was connected to a plastic connector that was not a part of the infusion set. The connector was removed and a sample bd extension set was connected at the end of the infusion set to see if the leakage could be replicated. With the bd extension set connected to the distal male luer of the primary infusion set, there was no leakage seen with a simulated infusion conducted at a rate of 200 ml/hr. A device history record review for model 2202-0007 lot number 20125491 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the leakage seen in this complaint is an non-compatible connector used with the infusion set. During the investigation, leakage was only recreated at the union between the distal male luer adapter and the non-bd connector that was attached to the infusion set. When a bd extension set with a bd female luer adapter was connected to the male luer adapter, no leakage was visible at the same location. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage with lot #20125491 regarding item #2202-0007.

Event description:
It was reported when using the bd alaris¿ pump module administration sets, the device experienced leaks (applicable to all sets, components, and connections). The following information was provided by the initial reporter. The customer stated: tubing leaked at plastic piece no patient harm, they have the product to return for investigation. Reported issue: tubing leaked at plastic connector piece no patient harm. They have the product to return for investigation.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: no. D.9. Returned to manufacturer on: na. H.6. Investigation: a sample of product 2202-0007 was not returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for model 2202-0007 lot number 20125491 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause could not be determined because item #2202-0007 was not returned for investigation. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage with lot #20125491 regarding item #2202-0007.

Event description:
It was reported when using the bd alaris¿ pump module administration sets, the device experienced leaks (applicable to all sets, components, and connections). The following information was provided by the initial reporter. The customer stated: tubing leaked at plastic piece no patient harm, they have the product to return for investigation. Reported issue: tubing leaked at plastic connector piece no patient harm. They have the product to return for investigation.